Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was discharged on dual antiplatelet therapy. At the 45-day follow-up transesophageal echo (tee), a non-mobile device related thrombus was noted. The patient was placed on a course of eliquis to try to resolve the issue. The patient is expected to make a full recovery.